Manufacturer narrative:
This report is submitted on september 01, 2017.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017 due to an infection.

Manufacturer narrative:
Correction: it was reported that the infection the patient had was not device related.